Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that the patient was having a lot of pain right now and their bolus was not working on them. The patient stated they were having problems with the communicator. Pt also stated that the bolus goes around, but it is stopping every like possibly 10-20 times. It goes, then stops and stays there for a long time, and then it starts up again, and this goes every time they administer their bolus. When they left the doctor's office, it did go all the way and it started to work.the patient mentioned that their hcp changed their pump settings from 2 hours to 1 hour. The patient added that this was the first time their pump settings were changed and that they were given up to 10 boluses. The patient stated that it still was not helping them and mentioned that it was taking a long time to "go around". The patient stated that they had a refill with the doctor last week and mentioned that it wasn't help ing them. The patient also stated seeing a 34-minute lockout with 6 boluses remaining. The patient mentioned it kept doing the same thing all over again for the past days and then last night and today, it starts but kept on stopping. The patient stated when they left the doctor's office after the refill, they didn't feel any relief, no relief at all. Like at least the other one prior, they felt a little bit of relief. The patient also reported that they were taking pregabalin. The patient stated that they can't stay awake. They also mentioned having trouble standing and walking, and they were experiencing a lot of pain in their waist down. The patient was assisted in deleting the data. The patient was able to connect to the pump without any lag and noted a 23-minute lockout. The patient was redirected to their healthcare provider to address their pain.

Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type: mobile platform. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.